Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and other chronic/intractable pain (trunk/limbs). No drug information was provided it was reported by a family member that the patient was in a crisis situation in the hospital and the physician had asked her to get a manufacturer representative to the hospital. The patient was having a difficult time getting anyone to be responsive. The patient had been in the hospital 4.5 days in the cardiac unit. The medical team believed the pump may have been malfunctioning. No patient symptoms were reported. The family member started the call requesting a supervisor; the caller was very upset. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer representative. It was reported that there was no pump issue. They were unsure if the patient experienced any symptoms related to the event. The patient had a cardiac episode and the physician wanted to rule out that it was pump related. The pump was interrogated and determined that it was not pump related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.